Manufacturer narrative:
Continuation of d10: product ID: ev240152 (serial: (B)(6); product type: 0264-lead-hv; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, completed under general anesthesia, of the extravascular implantable cardioverter defibrillator (ev-ICD), defibrillation threshold testing (dft) was conducted. Ventricular fibrillation (vf) was induced and the device was unable to convert the arrhythmia at 40 joules (j) due to high dft. An external 200 j shock was applied twice to convert the arrhythmia. The procedure was completed. The patient was brought back one week later for repeat dft testing and dfts were deemed successful, the occurrence from implant was not reproducible. The device remains in use. No patient complications have been reported as a result of this event.